Event description:
It was reported during the permanent procedure after the leads were implanted and before the placement of the ipg, the pt became combative and thrashed around on the table. The devices were contaminated. The physician pulled out the leads and aborted the case.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.